Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking, the proximal shaft of a 4.0 x 23 mm xience xpedition stent delivery system (sds) was noted to be separated when the sds was removed from the hoop. Therefore, the device was replaced with an unspecified xience xpedition stent delivery system to successfully complete the procedure. There was no patient involvement. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of a device component based on the information received. There is no indication of a product quality issue with respect to manufacture, design or labeling.